Event description:
It was reported that this right ventricular (rv) lead was dislodged from old permanent pacemaker (ppm), and physician noticed that the lead was damaged. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.